Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the tip of the vizigo tends to curl slightly while crossing the septum inside the heart. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, a functional test and dimensional inspections of the returned device were performed following j&j procedures. Visual inspection revealed that the soft tip was bent and bumped. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction was observed; however, some resistance was felt at the bent section. The sheath outer diameter was measured, and dimensions were found within specifications. A device history record review was performed for the finished device, and no internal actions related to the complaint were found during the review. The intracardiac resistance reported by the customer was confirmed. The bent and bumped condition can be the result of the resistance reported by the customer during the procedure; however, this cannot be conclusively determined. The potential cause of the bumped and bent soft tip could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: the device manufacture date was incorrectly reported as 11/1/2022 in the 3500a initial medwatch report. The correct device manufacture date has now been added to field h4. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9 december 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the tip of the vizigo tends to curl slightly while crossing the septum inside the heart. During the brockenbrough, the tip of the vizigo tends to curl slightly; rolled up. The soft tip of the vizigo became deformed. The issue occurred inside heart (crossing septum). The physician stated that, since the patient's septum was thick, the soft part of the sheath might have rolled up during the septal puncture. The procedure was continued as it was, and after the procedure, the sheath was removed. The procedure was completed without patient's consequence.